Event description:
It was reported that the pump battery was depleting too quickly, which led to a shutdown and caused the customer's blood glucose to rise to 530 mg/dl. The customer took corrective action by administering a correction injection using multiple daily injections (mdi) and did not require any third-party assistance. Technical support educated the customer on normal battery depletion rates, and the customer understood and acknowledged the information provided. Reportedly, customer reverted to manual injections for insulin therapy.